Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on posterior. Leak test and microscopic analysis was performed which identified, a sharp opening on plug strap bond edge. And a striated opening on posterior. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed, as an unidentified (tear) opening. A striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted and replaced.